Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A male patient experienced pta in lower limbs. Contralateral approach was selected. The angle of the aortic bifurcation was severe and the calcification in the cfa was also severe. Another manufacturer's stent could not be advanced to a contralateral side, so the exi (cook catheter) was inserted into the sheath and used coaxially. Although the cfa could be passed through with cxi, the sheath did not follow cxi. Therefore, resistance was encountered when withdrawing the cxi, but the physician managed to retrieve it from the patient's body. However, when the physician pulled back the wire guide to some extent from the cfa, it was confirmed that the cxi was separated at approximately 15cm from the distal tip and remained in the body. The separated part was still over the wire guide. A snare was advanced over the wire guide and cxi could be retrieved with it successfully. No residue was in the body. The approach site was changed to brachial artery and the procedure was completed. No adverse effects to the patient.